Event description:
Customer reported the insulin pump alarmed during manual prime. Customer was requesting assistance with setting up the setting on the device. Customer blood glucose was not obtained. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.